Event description:
Ous MDR - at the first follow up there was an increased pacing threshold (7.5v @ 0.4ms). All other electrical parameters were within range. On (B)(6) 2013 the device recorded an episode classified as vf due to noise in the atrial and ventricular channel. All electrical parameters were as usual for this lead (a high pacing threshold but normal pacing impedance) and the physician decided to continue monitoring the lead. During the last follow up on (B)(6) 2014 the physician found an increase in pacing threshold (1421 ohms). After that follow up he thought about a lead failure and he decided to remove the lead.

Manufacturer narrative:
Upon receipt, the lead was found dissected. Only the distal fragment including the lead tip and a medial part of the lead was received. It is reasonable to assume that the dissection of the lead most likely originated from the explantation procedure. The visual inspection of the medial fragment demonstrated a damaged insulation. In that section, the lead body was found squeezed and deformed. These findings can be considered as the root cause for the observed issues as mentioned in the complaint description. Based on the characteristics as well as the location of the damage, it is reasonable to assume that the lead had been subject to excessive mechanical forces as the result of clavicular ¿ first rib entrapment. Further damages occurred most likely during the explantation procedure. The analysis did not reveal any sign of a material or manufacturing problem.

Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.